Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 10/27/2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. It was reported that the patient has frequent admissions for diabetic ketoacidosis, and that the last emergency room (ER) visit was on (B)(6) 2025. The patient would have experienced diabetic ketoacidosis but no specific symptoms were reported. It was unknown what the cgm device was displaying at the time of the event. The patient was at the ER, but no treatment was reported. It is unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 10/19/2025 at 9:21 am with transmitter number 889202289988. The sensor session lasted 8 days and 12 hours and ended due to an algorithm detected failure on (B)(6) 2025. There was no bg calibrations attempted during the entire session. On the date of the alleged issue the data contains numerous periods of time where temporary sensor failures (brief sensor issues) were logged. When the temporary issues lasted 20 minutes or more a no readings alert was triggered. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. It was reported that the patient has frequent admissions for diabetic ketoacidosis, and that the last emergency room (ER) visit was on (B)(6) 2025. The patient would have experienced diabetic ketoacidosis but no specific symptoms were reported. It was unknown what the cgm device was displaying at the time of the event. The patient was at the ER, but no treatment was reported. It is unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.